Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) hit elective replacement indicator (eri) and remote monitoring was disabled. A request was made to have data from this device analyzed. Data analysis confirmed device depleting normally. Subsequently, the device was explanted and new device was placed.